Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Follow up information received from the manufacturer¿s representative reported that they had no further insight as to the cause of the low impedance issue but did note that the patient showed over 50% improvement. The representative reported that the physician decided to leave the lead ¿as is¿. There were no further complications reported or anticipated.

Manufacturer narrative:
Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 14-jun-2015, UDI#: (B)(4), implanted: (B)(6) 2011, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the manufacturer¿s representative regarding a patient with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor. It was reported that, during an ins battery replacement (for normal battery depletion) procedure, low impedances were seen. All impedances associated with the case were measured at less than 50 ohms. Diagnostics performed included increasing the amplitude and pulse width to 2.0 and 300, but the issue did not resolve. The issue was not resolved at the time of report. No surgical intervention had occurred and none were planned. The patient status was noted as ¿alive ¿ no injury¿. There were no further complications reported or anticipated.